Manufacturer narrative:
Correction to b5: additional information indicates the leads were replaced electively for MRI capability. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the leads were replaced electively for MRI capability. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2026 for ipg replacement [ related manufacturer reference number: 3006705815-2025-19975] and during the procedure the leads where also replaced. The reason for the replacement is unknown.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.